Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a internal lot record review and clinical case imaging review. The product was not returned for evaluation. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Event description:
During a trans ulnar access case, the physician could not deploy the stent. The physician removed the stent and tried a trans femoral approach which resulted on a non-deployment as well. The physician proceeded to attempt the use of another stent using the trans femoral approach. The stent could not be deployed. The physician used a competitor stent to complete the case. No patient injury was reported. The physician was able to deploy the stents outside the body.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During a trans ulnar access case, the physician could not deploy the stent. The physician removed the stent and tried a trans femoral approach which resulted on a non-deployment as well. The physician proceeded to attempt the use of another stent using the trans femoral approach. The stent could not be deployed. The physician used a competitor stent to complete the case. No patient injury was reported. The physician was able to deploy the stents outside the body.